Manufacturer narrative:
The reason for this revision surgery was shoulder pain after 9.7 months in vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed this is the first complaint against a part from this lot. The root cause of the patient's pain was reported as the nonunion on the patient's greater tubercle. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the patient's implant having nonunion on the great tuberosity (top of the humeral bone that ligaments attach to). The bone on/around the prosthesis in this area was causing the patient pain; the pain was not from the prosthesis itself. It required intervention to prevent further damage and discomfort; the surgeon went from a neutral insert to a plus 4 insert to give the patient added stability.